Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During device evaluation, dust was observed on the air/water piston cage. There was no patient involvement.

Manufacturer narrative:
B3: olympus detected this issue with a returned olympus asset during device inspection and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.